Event description:
It was reported by a physician's office that the patient had repositioning surgery for the lead in (B)(6) 2008 due to migration of the electrodes. It was indicated that the patient was experiencing painful stimulation in the neck so the revision was performed. It was indicated that absorbable sutures were used during the initial implant. Attempts for additional information are in progress.

Event description:
Reporter indicated the patient's pain was not related to the vns, but the cause was not specified. It was felt to possibly be due to vns stimulation. It was unknown if any contributory programming or medication changes preceded the onset of the pain. It is possible there was patient trauma and manipulation of the vns. The lead repositioning surgery was not performed to preclude a serious injury. The lead tie-downs were secured with non-absorbable suture.